Event description:
It was reported by the customer that they had false susceptible with bd phoenix¿ m50 automated microbiology system. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "pf - 443624 - customer alleges issues with susceptibility testing".

Manufacturer narrative:
Medical device expiration date: unknown. PMA/ 510k #: k020321, k040099, k131331. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A failure for false resistance was alleged on a phoenix m50 instrument (p/n 443624, s/n (B)(6) ). The customer reported that they were receiving an unexpected number of vsras (vancomycin resistant staphylococcus aureus). The customer also advised they were receiving incorrect cres (carbapenem-resistant enterobacterales) and esbls (extended-spectrum beta-lactamases). Bd remote services advised the customer that the overcalling of resistance suggested an issue with the phoenix ap instrument. The customer requested a pm visit be done for their m50 instrument, upon which the bd field service engineer (fse) that was dispatched advised that the tubing for the phoenix ap instrument was routed incorrectly. Decontamination was carried out on the phoenix ap as well as the phoenix m50 and all consumables were removed and replaced. The tubing for the phoenix ap was changed. During follow-up, the customer advised that they were not running on the latest software and requested that this be updated. The issue was later reported to be resolved. As the software in use was found to be out of date, the root cause cannot be definitively identified between the lack of pud update and the contamination risks identified on the phoenix ap. The ultimate root cause is unknown. As the identified issues are not related to the operation of the phoenix m50 instrument and the instrument was operating as intended, this is an unconfirmed failure of the phoenix m50. No parts were replaced for the m50 as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to false resistance. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported by the customer that they had false susceptible with bd phoenix¿ m50 automated microbiology system. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "pf - 443624 - customer alleges issues with susceptibility testing".